Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish a connection between the changer and the ipg. A company representative was also unable to connect with the ipg using a spare changer. The programmer reflects an error message. The last time the patient was able to recharge the ipg and last had therapy was approximately 3 months ago. As such, the patient may under go surgical intervention to address the issue.